Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported energy delivery failure. Physio replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that a two joule shock delivered energy accurately the rist time, but gave the "abnormal energy delivered" message for the subsequent defibrillations. There was no pt involvement associated with the event.